Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that the patient contacted the hcp's department stating that they had surgery previously at a different trust and had a bilateral sacral nerve stimulator (sns) inserted. The patient wondered if during the surgery if the wrong diathermy method being used could cause pain from the implant as a result. The hcp believed by wrong diathermy, the patient meant a type that was contraindicated. The patient experienced shocking sensation after the electrocautery surgery. Additional information was received from a manufacturer representative (rep). It was reported that the hcp did not have additional information as the patient was transferred to them from an outside area hospital where sns service was decommissioned when the surgeon retired. The hcp had not yet seen this patient and did not have any details of the implant. It was noted that the patient asked the original question over the phone. The hcp was trying to arrange a time and date suitable for the patient to come in and find out the status of the bilateral implants. The rep was not sure when the hcp would meet with the patient as the patient was proving difficult to get into the clinic as they were not happy about having to travel to a new center. It was further reported that the patient has been booked to see their hcp on (B)(6) 2019. No further complications were reported or anticipated.